Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg was contaminated with white particles. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg was contaminated with white particles. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 30-jan-2024. H.6. Investigation summary: bd received one (1) sample and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.